Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented in clinic for a normal follow up. High rv capture threshold was noted and a perforation was observed. The lead was explanted and replaced when attempted repositioning was un successful.